Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she tried 4 reservoirs from the same box and was unable to manually prime. Customer stated that the infusion set was not connecting properly and insulin would not go through with the plunger push. Customer used a reservoir from a different box and resolved the issue. Blood glucose value was 148 mg/dl. Customer discarded the reservoirs and infusion sets but requested the remaining reservoirs to be replaced. Product would be replaced and returned for analysis.

Manufacturer narrative:
Evaluated three random sealed reservoirs. Performed pre-fill test to reservoirs. Reservoirs passed inspection. No occluded anomalies found during analysis. Reservoirs connect/release properly.